Event description:
Physician complained regarding angiojet xpeedior catheter thrombectomy in rll dvt. Procedure went well, but pt experienced multiple complications afterwards. He didn't think the complications were the result of [angiojet] but from the procedure itself. The complications were: hematoma that required surgical intervention at the pop. Site, pulmonary embolus, inr increase from 2 to 60, and dic. Pe did not occur during or immediately after the procedure, but time frame is unk. Pt was treated with coumadin prior to the procedure. Total angiojet run time was 5 minutes; power pulse lytic infusion was not performed. The physician attributed the complications to hemolysis. In retrospect, he wouldn't do this procedure on the pt; he would have stuck with less invasive coumadin and heparin treatment.